Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the partial lead lead/medt was returned in segments and analyzed. Primary analysis revealed that the defibrillator conductor was fractured. It was also noted that the defibrillator conductor was distorted. Blood/body fluid on all conductors (not obstructed). Middle and outer insulation was found to have cosmetic mio and breached mio. The outer insulation also had outer insulation cosmetic esc (environmental stress fracture). There was also an exposed defibrillator coil white substance. Blood was present in/on the helix/lobe mechanism. There was apparent explant damage and the lead appeared damage at explant. Analysis visual comment: lead can't be identified. Dimensions cannot be determined because the lead length is not known and no information was returned with the lead.

Event description:
It was further reported that lead/medt was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.